Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, a supplemental emdr will be submitted to the FDA at that time.

Event description:
The complaint/event involved a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock. When this device was used in conjunction with 10011865 bd pal filter, the pal filter was reportedly secure but leaking during a patient infusion. The customer reported that there was no harm to the patient as a result of this complaint/event.